Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via call that reservoir and tubing had air bubbles. Customer¿s blood glucose level was 219 mg/dl at the time of incident. Customer's current blood glucose is 260 mg/dl. Customer was advised to change complete set. The reservoir will not be returned for analysis.